Manufacturer narrative:
(B)(4). Results: kink. Anatomy related: severe tortuosity in the ipsilateral iliac limb. Conclusion: anatomy related: severe tortuosity in the ipsilateral iliac limb.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. Currently the vessel morphology was reported as there was severe tortuosity of the ipsilateral iliac limb. Currently the abdominal aortic aneurysm was reported to be stable at 5.5 cm in diameter. It was reported that during a recent follow-up appointment the CT revealed that there was a kink in the aneurx limb. There were no patient symptoms. The physician elected to implant an endurant iliac limb 16x20x93 to reinforce the kinked ipsilateral limb of the aneurx bifurcated stent graft. No additional clinical sequelae were reported and the patient is fine.